Manufacturer narrative:
The patient's previous driveline repair was captured in MFR # 2916596-2015-00080. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number 2916596-2021-03093. It was reported that on (B)(6) 2021 the patient was admitted with heart failure symptoms. The patient's driveline was also shredding and x-rays were taken. It was noted that the patient had previous driveline repairs. The site also reported that the a new system controller was needed due to alarms/faults on the patient's current controller. The patient had a no external power alarm on interrogation, which was not heard by the patient or the wife who are not hard of hearing. A log file analysis captured low voltage alarms where the controller momentarily operated on backup battery/power save mode due to normal battery depletion. This was the cause of the no external power alarm that occurred on (B)(6) 2021. A transient backup battery fault was also noted from (B)(6) 2021 at 9:37 pm, which appeared to resolve. Based on the log file there was no evidence of driveline damage. It appeared that the damage displayed in images from the healthcare provider was cosmetic only. On (B)(6) 2021 the driveline outer silicone jacket was wrapped/secured with rescue tape as requested by hospital. The patient's controller was exchanged and no other issues were noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not making an audible alarm was not confirmed. The reported event of a no external power alarm was confirmed via log file analysis. The heartmate ii system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately 28 days ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp). On (B)(6) 2021 at 16:55:15 there was a no external power alarm due to normal depletion of the 14v batteries. The backup battery provided power during this event and this event cleared when another 14v battery was connected to the black power cable. There were no other notable alarms related to the reported event in the log file. Pump operation was not affected. Additional information indicated that the exchanged controller would not be returning and that the patient is currently not having any further alarms. The root cause of the reported event of the system controller not making an audible alarm was not confirmed in this analysis. The root cause of the reported no external power alarm was determined to be from normal battery depletion. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook (rev. C) section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries with fully charged batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being initially ordered on 09dec2014. No further information was provided. The manufacturer is closing the file on this event.